Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with hazy vision in the right eye approximately one week post photorefractive keratectomy (prk). The patient was noted as having inflammation in the right eye and the topical steroid eye drops were increased. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information received states that the patient's vision is good, the cornea was clear with no inflammation, the patient was instructed to taper off of the topical steroid, and continue to use topical tear drops.